Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: there were unexplained pump reboot events observed in the black box on 10/10/2014. No damage was found to the battery compartment or the returned battery cap. No moisture was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with the returned battery cap and the returned cartridge cap. No power interruptions were duplicated. The pump passed a leak test. No evidence of internal moisture or damage to the power circuit was found when the pump was opened for investigation. The power issue was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture corrosion inside the battery compartment. Reportedly, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.